Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or bent cannula or to determine root causes locked down smartphone: phone_control_ios omnipod software app version: 2.0.4 operating system: 18.6 hardware: iphone15.3 cgm sensor type: g7 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the pink slide did not move forward when the pod was activated, indicating a needle mechanism failure. Upon removal of the pod, the cannula was noted to be bent. The pod was not worn. The patient's blood glucose level rose to 267 mg/dl. Treatment information was not reported.

Manufacturer narrative:
The pod was received with the needle mechanism assembly deployed. The exposed soft cannula was not observed to be bent or kinked. The pod data showed that the pod ran for 2327 pulses and delivered boluses before deactivating. No errors or abnormalities were observed. The needle mechanism assembly showed no damages or deficiencies that would contribute to a needle mechanism failure. The needle mechanism was reset and deployed; no issues were observed. Therefore, no problems were found regarding the reported needle mechanism failure and bent/kinked events.